Manufacturer narrative:
Final device analysis determined a reliability non-conformance. The trocar needle failed to advance.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.